Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, upon bedside cleaning of the subject device at the end of the procedure, the distal cover could not be located. The gastroscope was inserted after the procedure to search for distal cover but it could not be located. The intended therapeutic procedure, ercp with stone removal, was successfully completed. Ercp performed using tjf-q190v with maj-2315. This event includes two reports: (B)(6): maj-2315, lot h1420 or h1701. (B)(6): tjf-q190v, unknown. This report is 1 of 2 for (B)(6): maj-2315, lot h1420 or h1701.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. H4: the manufacturing date is either 20apr2021 or 01jul2021. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The DHR for this device was reviewed for the reported lots and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.